Event description:
It is reported that the patient is presenting with pain.

Manufacturer narrative:
Evaluation summary: given the information provided, a definitive cause for the reported experience of pain cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.